Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00474, 3005168196-2021-00475.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician placed two smart coils in the target vessel using the microcatheter. While attempting to place two additional smart coils in the target location, the physician experienced resistance and was only able to advance the smart coils partially through the microcatheter. Therefore, both smart coils were removed. Subsequently, the physician experienced the same resistance advancing a new smart coil through the microcatheter; however, the physician was able to advance the smart coil through the resistance and successfully place the smart coil in the target location. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2021-00476. 1. Section d. Box 6. If implanted, give date. This report is associated with MFR report numbers: 1. 3005168196-2021-00474, 2. 3005168196-2021-00475.